Manufacturer narrative:
Pharmacovigilance comments: the serious, expected events of ophthalmic arterial occlusion and visual acuity reduced, and the serious, unexpected events of eye movement disorder were considered possibly related to the treatment. The non-serious event of extraocular muscle disorder was considered unexpected and unrelated to the treatment. Serious criteria included the need for urgent medical care and medical intervention to prevent permanent damage. The eyelid function disorder and the reported signs and symptoms of visual acuity decreased, iris and chorioretinal atrophy, mydriasis, eyelid oedema, and keratoiritis were consistent with the diagnosis of ophthalmic arterial occlusion. Potential contributory factors for the events include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive action will be initiated. Manufacturer narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154). - attachment: [lre-180037(translation).pdf]

Event description:
This literature case, (B)(4) , received on (B)(6)2017 describes the following case: [case] the patient was a 31-year-old woman. Immediately after the patient received hyaluronic acid injection to her nasal root for nasal elevation in a cosmetic surgery clinic, the patient had reduced visual acuity in the right eye. Although a high dose of hyaluronidase was infused, the patient's condition did not improve, and she visited the reporter's hospital on referral. Corrected visual acuity in the right eye at the time of the initial consultation was 0.2. The patient had loss of direct and indirect light reflexes, dilated pupils, swelling of the upper eyelid, and impaired adduction. Fundoscopy showed retinal clouding. Fluorescein imaging showed prolongation of arm-to-retina circulation time and delayed inflow to the chorioretinal region. Optical coherence tomography (oct)-angiography showed generally decreased blood flow at the reticular vein. Oct showed increased reflex and thickening of the inner layer of the retina. On the following day of the hospital visit, the patient had intense corneal oedema and iritis as well as progression of reduced visual acuity (counting finger at 10 cm). Magnetic resonance imaging (MRI) showed swelling of the external ocular muscle/the elevator muscle of the upper eyelid in the right eye. From those mentioned above, the patient was diagnosed with ophthalmic arterial occlusion due to an erroneous inflow of hyaluronic acid. Immediately after the patient visited the hospital, the patient started to receive treatment with eye massage and intraocular pressure-lowering medicine. Steroid instillation and oral treatment were performed for ischaemia in the anterior ocular region. One month after the patient visited the hospital, the inner layer of the retina became thinner. Although iris atrophy, dilated pupils, and local chorioretinal atrophy remained, swelling of the upper eyelid, impaired adduction, and corneal oedema disappeared, and visual acuity was restored to 0.2. This literature case, (B)(4) 4(1.0), received on (B)(6)2018 describes the following case: patient: 31 years old, female chief complaint: reduced visual acuity in the right eye current medical history: in early oct-2016, the patient received injection of hyaluronic acid to the root of her nose for rhinoplasty at a cosmetic surgery clinic. Immediately after the injection of hyaluronic acid, the patient complained of reduced visual acuity in the right eye. Therefore, she received injection of a large dose of hyaluronidase to the retrobulbar area and the supratrochlear artery after incising the upper eyelid as treatment for the reduced visual acuity. The symptom did not improve then. Therefore, the patient visited the authors' hospital on referral. Past medical history, family history: nothing noteworthy findings on the first visit: when the patient visited the authors' hospital, external ocular findings included subcutaneous haemorrhage from the tip of nose to the glabella region and swelling of upper eyelid. Moreover, sutured skin incision wounds were noted on the upper eyelids and the lower border of the eyebrows. The visual acuity was 0.2 (non corrigunt) in the right eye and 0.6 (1.5 x -1.00 d) in the left eye, and the intraocular pressure was 7 mmhg in both eyes. Relative afferent pupillary defect (rapd) was positive in the right eye and negative in the left eye. Oculomotor findings included impaired adduction of the right eye. Anterior ocular findings showed bulbar conjunctival hyperaemia and oedema of the right eye. No abnormal findings were noted in bilateral ocular media. Fundus findings showed oedema and cloudiness of retina in the posterior fundus of the right eye. Fluorescein angiography (fa) showed absence of early choroidal flush, prolonged arm-to-retina time (20 seconds), localized choroidal filling delay, and delayed retinal circulation time. During the mid phase and later, segmental hyperfluorescence and fluorescence leakage indicating vascular endothelial disorder in the arterial occlusion area were noted in the area on the optic disc to the temporal retinal arterial branch. Optical coherence tomography (oct) showed hyperreflectivity and remarkable thickening of inner retinal layer. On optical coherence tomography angiography (octa), blood-flow signal was more unclear in all the chorioretinal layers, and the visualization of vascular image was poorer in the right eye, compared to the left eye. On head MRI, fat-suppressed t2-weighted contrast-enhanced images showed swelling and hyperintensity of the medial rectus muscle, superior rectus muscle, and superior oblique muscle of the right eye. Treatment course: on the following day after the first visit, the corrected visual acuity of the right eye decreased to 10 cm counting fingers. Remarkable stromal oedema and descemet's folds were observed in the cornea, while inflammatory cells and flare (+2) were observed in the anterior chamber. Based on the findings described above, the patient was diagnosed as having occlusion of ophthalmic arteries (central retinal artery occlusion and choroidal artery occlusion) attributable to aberrant intravascular injection of hyaluronic acid and injection of a large dose of hyaluronidase, anterior ocular ischaemia due to anterior ciliary artery occlusion, and extraocular myositis due to injection of a large dose of hyaluronidase. As for treatment, eye massage and pressure-lowering therapy with intraocular pressure lowering drugs (carbonate dehydratase inhibitors (acetazolamide infusion, dorzolamide hydrochloride eye drop), latanoprost eye drop) were performed for the central retinal artery occlusion, and treatment with corticosteroids (oral treatment with prednisolone 15 mg, betamethasone sodium phosphate eye drop) was performed for the anterior ocular ischaemia and extraocular inflammation. One month after the first visit, impaired adduction of the right eye improved, cornea of the right eye became clear, and the corrected visual acuity improved to 0.2. On the other hand, strong circumferential atrophy of the iris was noted, and the pupil showed irreversible mydriasis. In the right ocular fundus, fan-shaped localized chorioretinal atrophy was observed in the nasal retina, and was considered to be a finding of triangular syndrome due to choroidal artery occlusion. On oct, the changes of inner retinal layer which had been observed during the first visit had disappeared, and thinning of the inner retinal layer was noted. The patient stopped visiting the authors' hospital after this day. This case was considered to be a very rare case in which occlusion of the ophthalmic arteries, which was occlusion of great vessels, was observed. Moreover, impaired adduction of the right eye was observed in this case. In this case, contrast enhancement was increased in the medial rectus muscle, superior rectus muscle, and superior oblique muscle of the right eye on head MRI. It was considered that ischaemia, oedema, and inflammation due to occlusion of feeding vessels of these extraocular muscles caused extraocular myositis. The injection of a large dose of hyaluronidase performed by the previous physician (at the cosmetic surgery clinic) was also a feature of this case. Although the patient received hyaluronidase injection at the cosmetic surgery clinic, the symptoms did not show improvement. Rather, injection of the large dose of hyaluronidase to the periocular area could have brought about the extraocular myositis. As cosmetic surgeries further increase in the future, it is concerned that serious ocular complications like this case may increase.

Manufacturer narrative:
The serious, expected event of ophthalmic arterial occlusion; and the serious, unexpected event of eyelid function disorder were considered possibly related to the treatment. Serious criteria included the need for urgent medical care. The eyelid function disorder and the reported signs and symptoms of visual acuity decreased, iris and chorioretinal atrophy, mydriasis, eyelid oedema, and keratoiritis were consistent with the diagnosis of ophthalmic arterial occlusion. Potential etiologies for the events include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. No corrective or preventive action will be initiated. Lot number was not reported. Galderma laboratories, l.p. Is submitting this report on behalf of q-med ab. Exemption number: e2015005 - attachment: [lre-170035(translation).pdf, lre-170035(re-170003).pdf]

Event description:
This literature case, (B)(6), received on 31-oct-2017 describes the following case: [case] the patient was a (B)(6) woman. Immediately after the patient received hyaluronic acid injection to her nasal root for nasal elevation in a cosmetic surgery clinic, the patient had reduced visual acuity in the right eye. Although a high dose of hyaluronidase was infused, the patient's condition did not improve, and she visited the reporter's hospital on referral. Corrected visual acuity in the right eye at the time of the initial consultation was 0.2. The patient had loss of direct and indirect light reflexes, dilated pupils, swelling of the upper eyelid, and impaired adduction. Fundoscopy showed retinal clouding. Fluorescein imaging showed prolongation of arm-to-retina circulation time and delayed inflow to the chorioretinal region. Optical coherence tomography (oct)-angiography showed generally decreased blood flow at the reticular vein. Oct showed increased reflex and thickening of the inner layer of the retina. On the following day of the hospital visit, the patient had intense corneal oedema and iritis as well as progression of reduced visual acuity (counting finger at 10 cm). Magnetic resonance imaging (MRI) showed swelling of the external ocular muscle/the elevator muscle of the upper eyelid in the right eye. From those mentioned above, the patient was diagnosed with ophthalmic arterial occlusion due to an erroneous inflow of hyaluronic acid. Immediately after the patient visited the hospital, the patient started to receive treatment with eye massage and intraocular pressure-lowering medicine. Steroid instillation and oral treatment were performed for ischaemia in the anterior ocular region. One month after the patient visited the hospital, the inner layer of the retina became thinner. Although iris atrophy, dilated pupils, and local chorioretinal atrophy remained, swelling of the upper eyelid, impaired adduction, and corneal oedema disappeared, and visual acuity was restored to 0.2.